Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, clinical evaluations was able to find substantial evidence to support the following event. It was confirmed that patient had an el3b (main body); and, a secondary endovascular intervention. In addition, patient also had a stent cage dilation of the both the cuff (23%) and the main body stent (38%); a near complete component separation and a type iiia endoleak (~ 50% stent collapse of ~ 3.0 cm above the bifurcation); and, sac growth (7 mm over 47 months). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft of both the cuff [stretched fabric] and the main body [stretched and breached fabric] stent was the use of strata material, exacerbated by off-label sizing to accommodate an off-label aortic neck anatomy (intentional user error). Also contributing issues were the stent remodeling that caused an approximate 50% stent collapse, 3 cm above the bifurcation, and the loss of overlap (lateral movement). The most likely cause of the loss of seal [near complete component separation] was an unintentional user-error concluding the implant procedure with an inadequate overlap, and the stent remodeling over time, likely due to the observed aortic tortuosity. No relative cautionary product use issues or procedure-related harms were detected. Associated clinical harms for these device failures included: sac growth; type iiib endoleak of the main body stent; near complete separation of components and type iiia endoleak; and, a secondary endovascular intervention. The final patient disposition was not known; there were no reports of further negative patient sequelae. Further investigation of this complaint can be found under CAPA (B)(4) for endoleak type 3b. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft, infrarenal aortic extension, and suprarenal cuff were implanted to treat an abdominal aortic aneurysm. The 4-year routine follow-up computerized tomography (CT) showed the presence of a potential type 3b leak. As of the date of this report, the patient condition is reported as good, and there have been no additional patient sequelae reported. The patient will continue to be monitored.